Event description:
It was reported the device was used during a laparoscopic nissen fundoplication. It was reported the generator emitted solid tones after about thirty five minutes of activation. The account opened another lcsc5 to complete the case, but found out the 4-40 stud on the out of warranty hand piece (hp052) was sheared off. The case was completed with an unknown method. There was no consequence to the pt. The account discarded the lcsc5.